Event description:
On o-arm to confirm placement, a foreign object was shown on x-ray. It was determined foreign object was cannula from perc pin. Surgeon removed foreign object. No harm to the patient. Staff felt that the size and color added to the difficulty in identifying.